Manufacturer narrative:
Headboard and load cell.

Event description:
It was reported by svc report that the power cord was missing the ground prong, the scale was inaccurate, and the headboard was damaged with sharp edges. No pt involvement or adverse consequences are reported.